Manufacturer narrative:
This is a retrospective MDR submission. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in metabase (patient database) that the patient did receive one positive curative test result. The patient's test sample was collected on (B)(6) 2020 at 4:44pm cst. The result for this test was released on (B)(6) 2020 at 5:14pm cst. The patient's sample resulted in a viral CT value of 31.0 which falls under the positive range. No corrections were made to this test report upon release to the patient. In addition to the patients' records, it was found that the patient took multiple other curative tests on (B)(6) 2020 and (B)(6) 2020, of which all the results came back negative. Per the clinical lab's investigation, the sample was resulted correctly and any contamination to the patient's sample was ruled out. The patient's sample was located on (B)(4) at position e6. Plates (B)(4) and (B)(4) were extracted together by ng at 1714 and position e6 was positive on both plates. Tecan 6 was used to extract (B)(4) using filter plate lot fg3808, tcep lot mkcm6847, wash buffer lot 201108 and elution buffer lot 202809. Tecan 6 was also used to extract (B)(4) using the same reagents and a different pattern of amplification was observed, indicating there was no contamination in the reagents used for extraction. There were no samples on the plate with an extremely low viral CT, which have higher potential to produce contamination during specimen processing. The lowest CT viral value on the plate was 27. Samples that have been contaminated typically would have a viral CT value of greater than 5-7 CT units from the most positive sample (which correspond to the lowest CT). Other positive samples on the same plate had viral CT values ranging from 31-33, similar to the positive sample of question. Moreover, the reagents used to test the patient's sample were within specifications, not expired, and passed qc. Master mix batch 64 was used for pcr. Furthermore, curative cannot verify the patient's claim that their test took "closer to over 50 hours" for the patient to receive their results. The IFU, which is provided within the test kit, indicates "results will be available 48 hours after receipt of the sample to the lab." Based on the patients' results, the time elapsed between when the sample was received at the lab and result release to the patient was 9.5 hours for the (B)(6) 2020 test, 32 hours for the (B)(6) 2020 test, and 12 hours for the (B)(6) 2020 test. A response letter to the complainant that included the results of the investigation was going to be sent to the patient, but the FDA medwatch letter did not contain the patient's apartment/unit #. Customer success supervisor, (B)(6), called the patient two times on (B)(6) 2021 as well as left a voicemail asking her to provide an apartment number so curative can send the letter to the patient. The patient has not responded, therefore, the letter was not sent. The response letter is attached. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result. In addition, the patient's claim of receiving her test results closer to over 50 hours has also proven to be not true with the patient receiving all her results within the 48 hours as described in the IFU.

Event description:
Per the FDA medwatch letter, the patient reported the following: initially. I took at what I believed at the time to be random curative pcr test at a kiosk at (B)(6) on (6)(6) 2020 in prep for holiday travel however, I was later informed I was exposed to two positive cases of covid while serving in church on (B)(6), but I also was wearing two face masks and a face shield. I received most likely a false positive test result though on (B)(6) 2020 from curative, while also receiving a negative rapid test result from a rapid administered on (B)(6) (received 30 mins prior to (B)(6) curative results notification.) As part of the moderna vaccine trial, I was administered a separate lab pcr test on (B)(6) which came back on the (B)(6) as negative. I personally took another curative test on (B)(6) which came back negative as well two days later. With my primary healthcare provider, I took an antibody test on (B)(6) that came back negative as well. So, in retrospect I most likely received a false positive result from curative through their kiosk services (administered on (B)(6)), I never had any symptoms. Additionally, I found it troubling that my curative (B)(6) results took closer to over 50 hours while my other results receipt with them generally take less than 30 hrs . FDA safety report ID #: (B)(4).